Event description:
The international customer reported the ventilator backup battery was not working. The customer reported there was no patient involvement. The manufacturers service technician confirmed the reported problem. A replacement battery has been ordered for service of the reported problem.